Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a review of the device history records and a review of labeling. Return material was not available from the customer. A specificity testing protocol was executed using lot 38496li00 and showed normal performance, without false reactive results, which determined the reagent is performing acceptably. The device history review did not reveal any issues related to the customer's observation. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency of the prism hbsag reagent list number 03a47, lot 38496li00, was not identified.

Manufacturer narrative:
In the initial emdr, the suspect medical device lot number was unknown. The lot number, 38496li00, was later provided by the customer on september 15, 2014.

Event description:
The customer observed (B)(6) results for multiple patients while using the prism hbsag assay. The customer indicated in (B)(6) 2014, there was a total of 8 results ( (B)(6) per month) which were (B)(6) using the prism hbsag assay and were (B)(6) when tested by the ilex method. There has been no impact to patient management reported. No specific patient data was provided.

Manufacturer narrative:
High test results. No consequences or impact to patient. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03a47, that has a similar product distributed in the us, list number 06d19.